Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the reported malfunction could not be confirmed a probable cause could not be confirmed. However additionally following reported malfunction were identified during investigation: corroded pins with moisture stains. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that device had scope communication error b30. The issue was identified during device inspection before use. There was no patient involvement.